Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device was in used condition. Visual inspection of the device revealed the needle was jammed inside the shaft of the gun and about 1cm of the needle was protruding out of the distal end of the device, confirming this complaint. The distal portion of the needle was broken off and was not returned. It was reported that the gun was sterilized with the needle inside, and the needle broke when they tried to remove it. It appears that the proximal end of the needle is pushed inside the shaft, and the plastic flag which helps load and unload the needle is missing, indicating the needle was pulled out from the distal end of the device which broke the needle. This operation is beyond the design intent of this device. The IFU states ¿the expressew iii suture needle is for single use only. Do not resterilize or reuse the suture needle. Reuse of the needle may cause the needle to fatigue and break¿. This device failure can be attributed to device misuse. The needle was unable to be removed from the device; therefore the full functionality of the device could not be tested. Additionally, visual inspection revealed that the jaw-to-shaft pin was loose, indicating a pin failure. Functional testing via actuation of the jaw lever found that the jaws still opened and closed despite the jaw-to-shaft failure. The observed jaw-to-shaft pin failure is typically attributed to user technique. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Review of the depuy synthes (B)(4) complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that prior to a rotator cuff repair the customer's expressew iii with hook appeared to be sterilized with the needle inside the gun. When they tried to remove the needle it broke and became jammed inside the expressew gun. They started and completed the case with another expressew iii. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. The device is being returned for evaluation.